Event description:
It was reported that the device was unable to communicate via bluetooth telemetry. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.